Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date and device manufacturer. (B)(4).

Event description:
Commode broke in half.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Commode broke in half.